Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional device: (B)(4)- battery / catalog number 1650 / expiration date: 31-mar-2017. Di #: (B)(6). Yes, product received on 09-aug-2017. No, evaluation is anticipated but not yet begun. Mfg date: 07-mar-2016. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was annoyed when their controller was alarming and reading 'controller fault.'  Log files were sent and it was confirmed that the controller fault was associated with a critically low battery on port one.  The data point recorded that prior to the alarm, the patient was connected to (B)(4) (25%) on port one and (B)(4)(97%) on port two.  These levels were not critically low to warrant the controller faults experienced.  Both batteries were exchanged.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Conclusion: it was reported that the patient was annoyed when their controller was alarming and reading ¿controller fault¿. Log files were sent, and it was confirmed that the controller fault was associated with a critically low battery on port one. The data point recorded that prior to the alarm, the patient was connected to (B)(4) (25%) on port one and (B)(4) (97%) on port two. Two (2) batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. Alarm log file revealed two (2) controller fault alarms involving (B)(4), indicating that the battery¿s voltage was outside the normal or expected range. The reported event was confirmed. During the first controller fault alarm, the recorded relative state of charge (rsoc) of the battery was 24% which would normally be a voltage within an expected range. A few seconds later, during the second controller fault alarm, the battery was at 0% rsoc. These observations are indicative of an estimation error of the battery¿s capacity. Based on the log file analysis, the most likely root cause of the reported event can be attributed to a faulty fuel-gauge estimation of the remaining battery charge. Additional device:: (B)(4) - battery. Device evaluated by manufacturer? Yes. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis/investigation results. If information is provided in the future, a supplemental report will be issued.